Event description:
(B)(6) clinical study patient was implanted on (B)(6) 2007 with a medium size prodisc-c (lot number unknown) at level c4-c5. Prior to implantation, the patient experienced neck and arm pain for 6 weeks to 1 year, and was treated with anti-inflammatories and physical therapy. On (B)(6) 2012, the patient returned to study site complaining of right upper extremity pain and as well as neck pain when breast feeding as noted in dictation for 60-month visit. Upon examination, investigator noted severity of event as mild, not interfering with daily activities, and no action was required. Investigator also concluded the adverse event was definitely not related to the type of surgery, and definitely not related to the implant. The implant was not explanted. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
No explant date available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. : a product development evaluation was conducted. This case involves a patient implanted with prodisc c on (B)(6) 2007. On (B)(6) 2012 the patient complained of right upper extremity pain as well as neck pain when breastfeeding. On the prodisc c adverse event report the clinician noted that the pain was definitely not related to the implant or the surgery. The pain was noted as mild not interfering with daily activities, no x-rays were taken, and no action was required. The clinician stated that the pain is definitely not related to the implant or surgery. No failure mode of the implant has been identified as contributing to the pain. As no involvement of the implant has been identified the complaint is invalid from a design perspective.